Event description:
It was reported that during a procedure, the fiber was forward firing after 14,131 joules of use. The procedure was completed with a second fiber and no patient injuries.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported forward firing, as a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge was identified. A distal circumferential fracture has the potential for forward firing. The forward firing rate is 2%, which is below the threshold for potential patient harm. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a procedure, the fiber was forward firing after 14,131 joules of use. The procedure was completed with a second fiber and no patient injuries.